Manufacturer narrative:
It was reported that the patient underwent a repair of dehiscing umbilical hernia procedure on (B)(6) 2010 and mesh was implanted due to recurrent abdominal hernia. It was reported that the patient experienced pain, unspecified complications, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent a hysteroscopy concurrently with dilation and curettage, and novasure ablation on (B)(6) 2011. It was reported that the patient had a removal of an abdominal foreign body, plication of abdominis rectus muscle and abdominoplasty scar revision on (B)(6) 2014. It was reported that the patient underwent a delayed primary closure of open abdominal wound in (B)(6) 2014 due to presence of an open wound. It was reported that the patient also underwent a wound vac placement concurrently with incision and drainage of an abdominal abscess on (B)(6) 2014 for an abdominal wall abscess cavity.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent right ureteroscopic stone extraction with insertion of right contour ureteral stent placement on (B)(6) 2011 due to obstructive right distal ureteral calculus.

Event description:
It was reported by an attorney that the patient underwent an abdominal surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain, unspecified complications, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a hysteroscopy concurrently with d&c and novasure ablation on (B)(6) 2011. It was reported that the patient underwent a delayed primary closure of open abdominal wound in (B)(6) 2014 due to presence of an open wound. It was reported that the patient also underwent a wound vac placement concurrently with I and d of an abdominal abscess on (B)(6) 2014 for an abdominal wall abscess cavity. It was reported that the patient had removal of an abdominal foreign body, plication of abdominis rectus muscle and abdominoplasty scar revision on (B)(6) 2014. (B)(4).